Event description:
It was reported that the anchoring pin of an instrument was broken during a surgical procedure. The surgeon was not able to retrieve the broken part from the vertebral body. No patient complications were reported

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.